Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report involves one (1) insertion instrument for dhs blades.

Event description:
This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown impaction instruments: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, that the connecting screw for the insertion of dhs blades could not be disconnected from the impactor handle after impaction. The allen key that was provided for disconnection was missing. Pliers had to be used to disconnect the connecting screw from the impactor handle. The surgery was completed successfully. There was no adverse patient harm reported. Concomitant devices reported: connector f/insertion dhs blade (part number 03.224.007, lot unknown, quantity 1). This report involves one (1) impaction instruments: trauma. This is report 2 of 2 for (B)(4).